Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The middle button was not responsive. Customer's blood glucose level was 188 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and self-test. All buttons function properly; no damage to keypad traces and connector on printed circuit board was not unlocked during visual inspection. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and stained keypad overlay buttons.